Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure after the helix was extended, the right ventricular lead could not be fixated well. The lead was replaced with a different lead. No patient complications have been reported as a result of this event.